Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced post-operative pain at the ipg site. It was suspected that the ins had flipped. The patient was scheduled for a revision of placement of ipg and x-ray to ensure lead remains well placed in 3rd sacral foramen ((B)(6) 2021). Interrogation of the ipg preoperatively showed that it was functionally fine.